Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3537, product type: programmer, patient.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient reported they had it programmed for 4, they got it on 5 this morning then the next minute they "lost it" and it is at 00. They didn't know how to get it back. During the call, the patient said when they first turned on their controller it showed 0.0 again. It was confirmed that stimulation was on and how to increase stimulation was reviewed. The patient was successfully able to set stimulation to 0.5ma. Two days later, patient thinks they are getting a urinary tract infection (uti) or a yeast infection as they had a rough night last night. They think it is an infection because of a burning sensation they get instead or urgency. On (B)(6) 2017, patient mentioned not passing a bowel movement yet. No further patient complications have been reported as a result of this event.